Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported in the month of(B)(6) 2025, there were 4 false repeat reactive results for alinity s chagas out of 3,131 specimens. Of these, 3 specimens were confirmed as nonreactive by enzyme strip assay (esa) confirmatory testing. The customer provided the following specimen sids for the repeat reactive results: on (B)(6) 2025 sid (B)(6) =repeat reactive /esa=nonreactive on (B)(6) 2025 and (B)(6) 2025 sid (B)(6) =repeat reactive /esa=nonreactive on (B)(6) 2025 sid (B)(6) =repeat reactive /esa=nonreactive there was no reported impact to patient management.

Event description:
The customer reported in the month of (B)(6) 2025, there were 4 false repeat reactive results for alinity s chagas out of 3,131 specimens. Of these, 3 specimens were confirmed as nonreactive by enzyme strip assay (esa) confirmatory testing. The customer provided the following specimen sids for the repeat reactive results: on (B)(6) 2025, sid (B)(6) =repeat reactive /esa=nonreactive. On (B)(6) 2025, sid (B)(6) =repeat reactive /esa=nonreactive. On (B)(6) 2025, sid (B)(6) =repeat reactive /esa=nonreactive there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s chagas reagent, lot number 67249be00. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity s chagas assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67249be00. A review of field data for alinity s chagas ln 6p08-50 with regard to reactive rates and specifically (assuming zero prevalence), per month and for lot 67249be00 specifically was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at innovative blood resources inc (USA) peer sites and across a whole blood and plasma screening monitoring group. The performance of lot 67249be00 across a whole blood and plasma group and peer sites is within product requirements. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s chagas reagent, lot number 67249be00.